Manufacturer narrative:
Intuvie received a report from right way medical indicating that the infusion pump required calibration because it was not building enough pressure during the 4 psi and 30 psi tests. The reported values were 385 for the 4 psi test and 390 for the 30 psi test. No additional test values were provided. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be an out-of-calibration condition. The device will be recalibrated as the corrective action. The pressure failure was identified and corrected during servicing performed by a third-party service provider. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # : (B)(4).

Event description:
Intuvie received a report from right way medical indicating that the infusion pump required calibration because it was not building enough pressure during the 4 psi and 30 psi tests. The reported values were 385 for the 4 psi test and 390 for the 30 psi test. No additional test values were provided. No patient involvement was reported.